Event description:
It was reported that the patient was having pain at the anchor site following an ipg revision procedure (MFR. Report number: 3006630150-2021-05643). The patient underwent multiple trigger point injection at the anchor site which only provided temporary relief. The patient underwent a spinal cord stimulator revision procedure wherein the leads and anchor were replaced and repositioned. The patient was doing well postoperatively and explanted devices was not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7075279/7075660.